Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2023-05517.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2023-05517. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) alarmed maintenance required and overheating. The device was taken out of service and sent to biomed.  Medwatch (B)(4).